Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's heart begins racing when beginning to exercise. While doing threshold testing the device was noted to have lost capture and reset to emergency settings. The device remains in use. No patient complications have been reported as a result of this event.